Event description:
It was reported that a piece of the wire cutter 220 mm blade broke off post-operatively. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on a patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4): the item was received with a piece of the blade broken off. The item is not repairable. The cause of the reported issue is unknown. Service history is unavailable.

Manufacturer narrative:
Product development evaluation was performed on the returned product. The returned wire cutter, 220mm was received with a large chip out of the lower jaw approximately 3mm wide and a smaller, mating chip out of the upper jaw. The drawings for part number 391.93 were reviewed and the instrument was found to be within specification at the time of manufacture. Evidence exists on the returned device which indicates that the device was used to cut a pin or screw or cable larger than ø2.0mm. This complaint is deemed invalid from a design perspective.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.